Event description:
The patient's mother reported that the patient was having an abnormal amount of seizures and therefore the autostimulation feature was causing the device to go off a lot. She was concerned that the device going off was what was causing the seizures, however she noted that the event did resolve. No further relevant information has been received to date.